Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14192. It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that the right atrial lead exhibited out of range, low pacing lead impedance in bipolar configuration. The patient was scheduled for right atrial lead revision. During procedure, insulation damage was visually noted on the right atrial lead as the insulation was filled with blood and loss of capture was noted on the right ventricular lead. Both right atrial and right ventricular leads were capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.